Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the left ventricular lead could not be implanted as it could not pass through the coronary sinus during procedure. The physician believed that it was a lead issue. The lead was exchanged. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 86.7 cm. Analysis was normal. No anomalies were found.